Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and evaluated. The reported event was unknown. The reported problem was not identified during a review of the event history log. Visual inspection, audible inspection, functional tests, electrical safety testing, calibration and simulated therapy were performed. During audible inspection, the homechoice was found to be noisy. The cause of the noisy condition was determined to be a faulty pump and the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient involvement. No additional information is available.